Manufacturer narrative:
Alberts, k., loohagen, g., & einarsdottir, h. (N.d.). Open tibial fractures: faster union after unreamed. Nailing than external fixation. Injury international journal of the case of the injured, 30, 519-523. This report is for unknown interlocking screws unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: 'alberts, k., loohagen, g., & einarsdottir, h. (N.d.). Open tibial fractures: faster union after unreamed nailing than external fixation. Injury international journal of the case of the injured, 30, 519-523. (B)(6). The article compares a prospective series of thirty-one patients managed with a solid nail with static interlocking without intramedullary reaming, with a retrospective series of thirty-one patients managed by external fixation. External fixation (hoffman external fixator, howmedica) was used in retrospective study while a solid nail 8 or 9 mm in diameter, (unreamed tibia nail, synthes) was used in the prospective study. The mean age of the patients involved with the prospective study was 41 (15-79). Nineteen of the patients were male and 12 were female. Seventeen of the patients had multiple trauma and seventy-seven patients had high energy trauma. Breakage of interlocking screws occurred in five patients. This complication was not noticed in the first eight weeks and did not result in more than 5 mm of shortening. This report 2 of 2 for (B)(4). This report is for unknown interlocking screws. A copy of the literature article is being submitted with the medwatch.